Event description:
Reporter indicated that the pt's device had been programmed to off due to an increase in seizures. It was also reported that the pt almost went into status while the device was programmed on. The pt is scheduled to have the device programmed back to on at lower device settings in january 2003.